Event description:
The initial reporter stated that the pump both over and under infused at a rate that mmdg considers reportable. Based on the information provided they appear to have been changing the infusion factor during the non-factory recertification process and reporting the resulting volumetric failures after each change. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had not affected a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump both over and under infused at a rate that mmdg considers reportable. Based on the information provided they appear to have been changing the infusion factor during the non-factory recertification process and reporting the resulting volumetric failures after each change. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had not affected a patient. Complaint-(B)(4).